Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus. Based on the results of the investigation, it is likely the following led to the malfunction: broken connector was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor had a broken connector. There was no patient involvement.